Event description:
It was reported that the zimmer meshgraft ii was not cutting correctly. Additional clinical follow up with the hospital indicated that the graft was chewed up and was not meshed. The surgeon manually perforated the initial graft tissue for use; however, this was indicated to have increased the planned surgical time by thirty minutes. There was no report of an additional donor harvest or medical intervention.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 2 years old and was last returned to the manufacturer for repair on (B)(4) 2010. Inspection of the device identified a missing set screw in the ratchet and a very small ding in the cutter. The device produced an acceptable test mesh. However, the cutter was replaced due to being damaged and dull. A dull cutter could have caused the customer's event. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.